Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and arranged for a pump replacement as a corrective action. The customer was instructed to put the pump into storage mode before returning it to tandem and informed that the replacement pump would include updated software. The customer acknowledged all instructions, including returning the pump within 10 days to avoid additional charges and programming their settings into the new pump.